Manufacturer narrative:
The device was returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box data revealed no related issues or abnormal pump behavior. The pump was manually suspended on (B)(6) 2015 at 19:49 and manually resumed at 20:43. An unexplained reboot occurred at 20:53; deliveries were never resumed. The total daily dose history was appropriate for the user programmed deliveries. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The bolus calculation feature was found to be functioning accurately. The pump passed a delivery accuracy test. Unrelated to the complaint, a battery compartment crack was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a blood glucose of 32 mmol/l with large ketones, extreme thirst, urination, drowsiness, shortness of breath, fruity breath, and nausea. The reporter indicated the believe that the pump may not have been delivering insulin accurately. During a review of the pump, the reporter indicated that the basal history correctly reflected the active basal program. The reporter indicated that the delivery totals showed a variation from normal due to the pump being suspended. The reporter was walked through programming a bolus and indicated that the pump was not calculating the bolus correctly. This report is made based on the allegation that the patient experienced hyperglycemia associated with the potential calculation issue.